Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set cannula kinked event on 13-nov-2024. The symptoms of the events were noticed within three hours of insertion made at abdomen. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6007373 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Test results: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: review: the lot 6007373 was manufactured according to the work instruction version 114 manufactured in the line 8, on 03/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. - trending: a query was run in database on 21/jan/2025 against malfunction code "soft cannula found kinked upon removal from infusion site." And lot 6007373 and another 22 complaints have been registered in database for the same lot 6007373 and malfunction code. The reference samples for the lot 6007373 have already been previously tested in the (B)(4) on 22/jan/2025. Test results: the reference samples were visually inspected and tested for air flow. All test results were within specifications as per the test report databse (B)(4). Device history record (DHR) review: the lot 6007373 was manufactured according to the work instruction version 114 manufactured in the line 8, on 03/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 21/jan/2025 against malfunction code "soft cannula found kinked upon removal from infusion site." And lot 6007373 and another 22 complaints have been registered in database for the same lot 6007373 and malfunction code.

Event description:
To date no additional patient or event details have been received.